Event description:
It was reported that there was a question as to whether the device went to recommended replacement time (rrt) early, when last device check predicted longevity was six months minimum. It was also reported that the previous device interrogation said twenty-four month to elective replacement indicator (eri) and the device tripped eri within three months. It was further reported that the patient was seen with pre-syncopal symptoms which appear to coincide with the eri date. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.